Event description:
Reported via journal article. It was reported that thrombosis occurred. A 65-year-old man with persistent atrial fibrillation (cha2ds2-vasc 4), had recurrent strokes despite anticoagulation (ac). Due to bleeding concerns, ac was stopped, and a watchman flx pro laa closure device was implanted. A one (1) month transesophageal echocardiogram (tee) showed optimal positioning, no leaks or thrombus. The patient was switched from apixaban to dual antiplatelet therapy. After a year, follow-up tee revealed a 4x6x12 mm thrombus on the device. Apixaban was restarted, with a follow-up tee planned in six (6) months.

Manufacturer narrative:
B3: estimated as 04/01/2025 as the published date for the article is noted as 01 april 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: butt, m., halim, h., alameh, a.,pushparaji, b., nelson, m., faisaluddin, m., rovner, a., & finkelhor, r.s. (2025). Atrial appendage closure device alert! Clot ahead at 5 oclock. Jacc, volume 85, issue 12, suppl a.